Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump had been serviced outside of mmdg and the infusion factor had been changed incorrectly during the non-factory recertification. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump was under infusing. They stated that it "under infused by 40 ml of total value". Mmdg followed up with the initial reporter to obtain additional information, but no other information was provided. (B)(4).